Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report the customer is unable to scan. The logs show an x2 current error, and the customer reported a burning smell, suspecting the gradient coil or busbar. The engineer assessed on-site that there is a fault in the gradient coil, which needs to be replaced. No harm was reported related to this incident. Based on this evidence it was decided to report this incident.

Manufacturer narrative:
The provided pictures indicate that the error was at the outer surface of the gradient coil towards the magnet. It was caused due to an internal fault of the gradient coil. Further investigation shows that there is epoxy delamination present at a fractured copper conductor at the location where high temperature was present. Further analysis showed that in the neighborhood of the fracture, a void in the epoxy is present under the conductor. This void was introduced into the epoxy during the gradient coil production, probably due to a production process/tooling issue. The identified root cause is ¿void under conductor¿. The void could result into a delamination of the x-coil conductor. The gradient coil was replaced at the site and the system was back in use working with full functionality.